Manufacturer narrative:
Based on the results of the investigation, there was an insulation failure of the imaging unit. It is likely that the imaging unit was damaged due to electrical or external stress. However, a conclusive root cause was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the flex scope exhibited image noise. There were no reports of patient involvement.